Event description:
On (B)(6) 2025, the user fell out of bed. The following day, the child reported discomfort in the right ear, preventing the mother from placing the audio processor.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Further steps are not known at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2025, the user fell out of bed. The following day, the child reported discomfort in the right ear, preventing the mother from placing the audio processor.